Manufacturer narrative:
This event occurred on an unspecified date between the end of (B)(6) 2020 - the beginning of (B)(6) 2020. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of at least four (4) interlink solution sets were leaking from the proximal port closest to the patient following medication delivery through the port. This issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual devices were not available; therefore a device analysis could not be completed for those samples. However, companion samples were received for evaluation. Visual inspection of a sampling of companion samples did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Functional testing was performed including clear passage and pressure testing; no issues were noted. The reported condition was not verified on the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.